Event description:
The manufacturer became aware of a simplygo device. The service center received information alleging pca is burned. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's evaluation, the technician noticed pca is burned. Should additional relevant information become available, a follow-up report will be submitted.